Event description:
It was reported the patient's leads migrated when he was being transferred from operating room to the recovery room post permanent scs implant. During programming the patient felt stimulation on the opposite side and in his abdomen. The patient's pain pattern is right leg, foot and lower back. The patient underwent surgical intervention to reposition the leads to its original location. The patient was programmed and reported effective coverage. The issue is resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.